Event description:
The patient reported last month he had elevated blood glucose reading of approximately 500 mg/dl with is normal range being less than 200 mg/dl. The patient stated he did not feel well and went to the emergency room because of the high readings. He stated the hospital health professionals thought he had heart attack and kept him for 3 days. He said his blood glucose readings were corrected by insulin injections. The patient stated he is visually impaired and cannot see the display screen on his insulin infusion device so he just hits the check button twice whenever he hears the alarm. The patient was advised to have someone read the screen before clearing the alarm. During troubleshooting, the patient stated he consulted with his doctor during his hospital stay. He said the doctor stated the infusion device may have contributed to the high blood glucose readings. The patient also stated he and the doctor discussed insulin adjustment and the doctor increased his basal rate by a 10th of a unit. Troubleshooting discovered no product or user issues. On follow up, the patient stated everything is fine since his basal rates were increased. The product was replaced and requested to be returned for evaluation.